Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that a patient underwent a spaceoar vue placement procedure on (B)(6) 2026, then started radiation treatment. When the patient was undergoing the treatment, they began experiencing urinary and rectal pain, therefore a catheter was placed to complete the radiation. Computed tomography (CT) images were reviewed, showing the hydrogel shifted minimally on the patients left side. As of (B)(6) 2025, the patient received 24/28 fx of radiation therapy. On (B)(6) 2025, the hydrogel was noted to have shifted entirely perpendicular to the prostate and rectum. On (B)(6) 2025 the hydrogel was no longer in the patient and there is now an air cavity present in the patient. The physician stated that the hydrogel may have eroded the rectal wall and was excreted from the patient's body. The patient noted having gelatinous material in their stool.